Manufacturer narrative:
Approximate age of device: 1 year and 2 months. The patient remains on vad support with an ungrounded cable. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015 the system controller captured low speed operations associated with pi events, as well as several pump stop alarms. The perfusionist checked the external driveline and it appeared to be in good shape. The system controller log file captured the pump off and low speed hazards that occurred while connected to the power module patient cable. There were no other adverse alarms prior to or after these events. X-ray images were submitted which did not show any areas of compromise in the driveline. The patient had been sitting in a chair when the alarms went off. The patient has not had any significant weight gain or loss since implant. The power module patient cable was replaced. The patient cable was over a year old, was twisted in many places, and reportedly seemed defective just past the strain relief. On (B)(6) 2015, it was reported that a pump stoppage occurred with a subsequent low speed advisory. It was reported that the patient had dropped his system controller from the side of his bed. The log files showed a large number of pi events throughout and the pump stop/low speed event on (B)(6) 2015. On (B)(6) 2015, low speed and pump stop events were reported; the events appeared to only occur while connected to a power module patient cable and appeared to be a result of a possible damaged wire in the percutaneous lead; however the events could not be reproduced with patient movement or manipulation of the external portion of the percutaneous lead. There were no obvious signs of visible percutaneous lead damage. The manufacturer evaluated the percutaneous lead on 03/20/2015. The x-rays showed that there may be a potential area of concern at the metal connector. The patient is currently not eligible for a pump exchange. It was decided by the staff to continue to support the patient on an ungrounded patient cable and continue to monitor for a potential broken wire in the driveline with the system controller. A clamshell was placed on the driveline to provide additional support to the suspected area. No further issues were reported since the patient has been supported on the ungrounded patient cable. The patient was asymptomatic during these events.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not explanted. Pi events, low speed hazard alarms, and motor stopped events were confirmed through the patient's history screen, as well as through the analysis of the log file, however a root cause could not be determined. The instructions for use and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.